Event description:
It was reported that the procedure was cancelled. An angiojet console and three angiojet catheters were used for a thrombectomy procedure. During procedure, the device displayed a check for catheter kinks error. The physician tried three different catheters and multiple reboots, but the issue persisted. The procedure was cancelled. There were no patient complications reported.